Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with high right ventricular (rv) lead thresholds after experiencing a syncopal episode. It was noted that the threshold had been creeping up slowly since the initial follow up in clinic. X-rays showed that the lead was in the same position that it was in at implant. The physician believed the threshold issues may be due to an electrolyte imbalance, other health issues or something known as cardiac amyloid. The patient has some capture due to the patient position on the bed. Testing indicated that the patient¿s heart rate was from 30-50 beats per minute. Initially, the outputs were reprogrammed and the lead was subsequently capped and replaced two days later. No further patient complications have been reported as a result of this event.